Event description:
It was reported that prior to the use of a runway guide catheter, the sterility of the device was compromised. While checking expiration dates of inventory, it was noted the inner pouch containing the device appeared to have been "cut". The device was not used.

Manufacturer narrative:
(B)(4).